Event description:
Upon interrogation, this device reported an excess current drain and no further interrogation of the device was permitted by the programmer. It was recommended that this device be explanted. Per biotronik representative, this device was explanted and has been retained by the hospital pathology department. The rep has requested the device be returned to biotronik.